Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device does not confirm the reported cracking, but did find device breakage. Evidence suggests the device was impacted/removed inappropriately. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that poly was cracked when the surgeon attempted to insert. The surgery was not delayed and nothing was left in the patient.